Manufacturer narrative:
The pump was received with a full segment frozen display and a constant tone due to a faulty component on the mother board. No blank display was noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump had constant tone and black screen. The customer's blood glucose level was unknown. The mother states there was no alarm prior to constant tone. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.